Event description:
It was reported that during a follow up visit, it was noted that the patient had phrenic nerve stimulation. The left ventricular lead exhibited loss of capture. After repositioning the lead, capture was obtained and the phrenic nerve issue was resolved. The patient was in good medical condition.

Manufacturer narrative:
.